Event description:
Subsequent to the initially filed MDR report, additional information was received. It was reported that this was a venotomy closure of a left common femoral vein using the pre-close technique via a 12f sheath hole prior to an interventional cardiac ablation procedure. Reportedly, when the lever was returned, the foot was retracted, the guidewire was reintroduced, resistance was felt while advancing the guidewire into the prostyle device. When removing the device, the device got stuck and the suture was cut to remove the device. No damage to the vessel was observed. The suture of a new prostyle device was successfully pre-placed. The cardiac ablation procedure was completed using the same 12f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported resistance with the guide wire was not confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty inserting and advancing the device over a guide wire include, but are not limited to, damage to the guide wire or patient anatomical conditions. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. The reported treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 corrrection: medical device problem code 1142 was removed; code 2920 and code 1212 were added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an venotomy closure of a left common femoral vein using the pre-close technique via a 12f sheath hole prior to an interventional cardiac ablation procedure. Reportedly, when removing the plunger, the suture was not present, as a cuff miss occurred. The needles were not engaged with the cuffs. The suture of a new prostyle device was successfully pre-placed. The cardiac ablation procedure was completed using the same 12f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.